Event description:
Patient reported obtaining a blood glucose result of 214 mg/dl while using the suspect device. Patient indicated that, within minutes, blood glucose was retested on a healthcare professional's device with back-to-back results of 80 mg/dl and 86 mg/dl. Patient was not treated based on the value obtained on the suspect device. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.